Manufacturer narrative:
Investigation summary a complaint of issues flushing was received from the customer. A sample was returned for for investigation of this defect. During inspection no defects were seen on the sample. Through testing, no defects were observed on the sample either. The failure could not be replicated. A device history record review was completed by our quality engineer team for provided lot number 0112816. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A root cause could not be determined as the failure could not be replicated.

Event description:
It was reported that nexiva diffusics 24g x 0.75 in experienced an incomplete flush. The following information was provided by the initial reporter: material no: (B)(4) batch no: 0112816 it was reported I had a lot of resistance and could barely flush the catheter. Verbatim: (B)(6) - today I started a 24 g diffusics on a patient and experienced a malfunction. The catheter went in smoothly and I got great blood return. I was able to collect the labs needed but after a few mls of saline flush, I had a lot of resistance and could barely flush the catheter. I checked the site for infiltration and did not see any signs of that. **** helped me change the cap, she also tried to flush and there was still too much resistance. The patient denied any pain with the flush. I discontinued the IV and attempted to flush the catheter with saline after it was out but could not. This confirmed that it was an issue with the catheter and not the placement in the vein. I saved the catheter and the package information.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 24g x 0.75 in experienced an incomplete flush. The following information was provided by the initial reporter: material no: 383590 batch no: 0112816. It was reported I had a lot of resistance and could barely flush the catheter. On (B)(6) today I started a 24 g diffusics on a patient and experienced a malfunction. The catheter went in smoothly and I got great blood return. I was able to collect the labs needed but after a few mls of saline flush, I had a lot of resistance and could barely flush the catheter. I checked the site for infiltration and did not see any signs of that. Helped me change the cap, she also tried to flush and there was still too much resistance. The patient denied any pain with the flush. I discontinued the IV and attempted to flush the catheter with saline after it was out but could not. This confirmed that it was an issue with the catheter and not the placement in the vein. I saved the catheter and the package information.